Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: peeling of glue was surmised to be caused by excessive force applied, e.g. Roughly rubbed, at the time of carrying, storing, performing or cleaning the device. Important information ¿ please read before use warnings and cautions (p.7). Warning ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The scope was returned to the service center for evaluation. A leak was noted on the scope¿s probe. The probe was also noted to be loose and forceps cover was glue was observed to be peeling. The scope¿s bending section cover rubber was found to be cracked at the distal end side. The scope¿s ID chip showed 262 total uses. The cause of the bending section damage cannot be determined at this time. The investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
This is an asset return which was found to have a reportable malfunction during estimation. There was no device issue or patient injury reported.